Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, heavy host tissue overgrowth encroached onto the tissue and into the orifice on a leaflet at the inflow and outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. One (1) leaflet had a tear which crossed the entire leaflet starting at the free margin and ending at the wireform, the leaflet tear was held together by host tissue at the outflow aspect. Another leaflet had four tears near the commissure and the cusp region; both tears are seen at the inflow aspect and are being held by the host tissue at the outflow aspect. Additionally, this leaflet had multiple holes on the cusp region at the outflow aspect, some of which did not penetrate the entire thickness of the leaflet. The wireform was exposed around one (1) leaflet at the outflow aspect. The x-ray demonstrated heavy calcification of two (2) leaflets and moderate calcification of one (1) leaflet. Incidental findings: approximately 75% of the sewing ring had been cut. The wireform was distorted and the commissure was bent outwards. A fragment of the sewing ring was returned with the valve and did not match up to the valve, but did appear to be of the same type of sewing ring. Method: x-ray. Result: patient's condition affected effectiveness of device. Conclusion: device failure/lack of effectiveness related to patient condition. Additional manufacturer narrative: the clinical observation of stenosis was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth, defined as a type of scarring and tissue ingrowth, is a complex process triggered by the interaction between the host and the device and is highly variable among patients. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve; however, abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after twelve (12) years, five (5) months due to severe aortic stenosis. A 23mm bovine pericardial prosthesis was seated without difficulty and tee revealed no aortic insufficiency or paravalvular leaks. The patient tolerated the procedure well and was taken to the intensive care unit in good condition.